Manufacturer narrative:
Internal complaint number: (B)(4). A lot history record review was completed for lots 25147360, 25147273 and 25147194 the last 3 lots shipped to the account prior to the event date. There were no ncmr's recorded in the lot history.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure,vasoview hemopro 2 jaws over heated and wire/heating elements broke away from hp2 jaws. As if it melted. Nothing fell into the patient. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure,vasoview hemopro 2 jaws over heated and wire/heating elements broke away from hp2 jaws. As if it melted. Nothing fell into the patient. A replacement device was used to complete the procedure. The hospital did not report any patient effects.